Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Customer¿s blood glucose was 48 mg/dl. Customer¿s current blood glucose 127 mg/dl. Customer treated high blood glucose with orange juice. Customer has been experiencing low blood glucose for less than an hour . Based on customer report customer does not allege pump was over delivering. Customer checked his blood glucose, it was 127 mg/dl, a suggested bolus of 0.01 was delivered that and he went low. The insulin pump will not be returned for analysis.